Event description:
It was reported that the patient faced infusion set failed to deploy after the buttons were pressed, despite the device being cocked back into position event on 17 apr 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.